Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product remains implanted by the patient and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. In inspecting the x-rays, a developing engineer determined the most-likely cause of the complaint to be the technique used by the surgeon. He states that it does not appear as though the screws were locked into place using a manual driving after insertion with a power driver which is included in the instructions for use. He also states the plates were not fully approximated to the bone during initial implantation. This is report 2 of 3 for the same event. Reports 1 & 3 are reported on MFR #0001032347-2016-00245 and 0001032347-2016-00247.

Event description:
It was reported that rib-fix plates and screws were identified as loose postoperatively. There was no revision as the doctor feels confident that the loosening of the screws will not affect the patient since the bones have healed completely.